Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with blank display due to missing battery tube spring. Unable to perform displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test and verify prime anomaly due to blank display. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported his insulin pump went into rewind mode when he was filling his reservoir and tubing. The customer stated the insulin pump did not ask him if he saw the drops at the end of the tubing like it normally would. Troubleshooting occurred and the customer reported numbers appearing on his screen. Customer's blood glucose was 282 mg/dl. The customer was advised to replace his insulin pump and revert to a back-up plan. No additional information provided.